Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly. Insulin pump was unable to verify battery out limit alarm and perform displacement, basic occlusion, occlusion, prime and no delivery test due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.